Event description:
It was reported the physician was questioning the integrity of the catheter. The physician revised the distal end of the catheter on (B)(6) 2013. The medication was changed and the catheter was primed with the new drug. Additional information reported the patient experienced declining efficacy. An x-ray confirmed the catheter placement had migrated outward. The cause of the migration was not determined. The catheter issue was on the distal end (migration). The explanted catheter was discarded by the physician. The patient denied injury and was doing very well. The pump was delivering fentanyl 6000 mcg/ml at 798.9 mcg/day and compounded baclofen 963 mcg/ml at 128.22 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).